Event description:
Customer reported that the alarm does not sound when weight is removed from the sensor. Batteries have been replaced with a new supply all of the same type. No visible damage to the outside of the alarm reported. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4): eval: results: eval of the returned product found the message begins to play but stops after a couple of seconds when unit is set to voice and tone or voice alone. The battery springs are bent. One screw on the outside of the alarm case is rusted. Note: the instructions for use has a warning statement: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).